Event description:
Rep. Called to report this pt was called into the doctor's office after home monitoring indicated the device had reached eri. Upon interrogation, the device battery voltage was 5.85 v with eri status. She repeated the test two more times, and measured a battery voltage of 5.88 v and 5.85 v, still with eri status. There was no clear reason that eri occurred well above the eri voltage. The device had not had any charges except for the induction shock and automatic capacitor reforms. The pacing outputs were set to 2.8 v at 0.4 msec. The pt was questioned, and did not recall having any medical procedures or being exposed to unusual sources of emi. We attempted a cu reset in case the eri was flagged in error. However, after a successful cu reset and firmware update, the device still indicated eri status. Explant was recommended and the device will be returned for analysis following explant. On aug 25, 2009, we were informed that this device was explanted in 2009 and discarded by the hosp.